Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: a laparoscopic cholecystectomy was being done on this patient and when the physician went to clip the duct, 2 clips fell out of the clip applier for no apparent reason. One clip was retrieved but the other was found to be behind the liver. After failed attempts to remove the second clip it was decided it was safer for the patient to leave the clip. This was disclosed to the patient.